Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Since no lot number was provided, no manufacture record evaluation (mre) review could be performed. Manufacture reference no: (B)(4).

Event description:
It was reported that a male patient underwent an ablation procedure on which a pentaray nav high-density mapping eco catheter was removed, and cerebrovascular accident (cva) occurred requiring medication. During the procedure, and attempt was made to maneuver the pentaray nav high-density mapping eco catheter retrogradely into the left ventricle (lv), and this seemed to be difficult. After attempting for 10 minutes, the patient began to have a weird feeling in his left leg and pain in his head, and signs of a stroke. With heparin anticoagulant, the symptoms got better. However, the remainder of the procedure was aborted and a computed tomography (CT) was ordered. The CT showed an artery in the brain was closed due to a thrombus. Strong blood thinner was then administered. Additionally, it was discovered that the patient had a sinus-valsalva-aneurysm of 47mm with a continues aortic insufficiency. The patient required one night of extended hospitalization for monitoring purposes. They are optimistic that with a strong blood thinner, there will not be any remaining consequences for the patient. The patient¿s outcome was reported as recovered. The physician cited the patient condition as the cause of the adverse event. No biosense webster inc. Product malfunctions were reported. There was no damage to the catheter reported. No wires were exposed and there were no lifted or sharp rings.